Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. The device was reprogrammed to primary vector. Technical services was consulted to review device data. The cause of the inappropriate therapy is unknown at this time. The electrode remains in service. No adverse patient effects were reported.